Event description:
Boston scientific received information that during a follow up visit, this device revealed end of life battery status with a charge time greater than 30 seconds.. Reportedly two months earlier, this device was at mol2 battery status with charge time of twelve seconds. There was concern that the battery depleted more rapidly than expected due to extended charge times. No pacing inhibition or adverse patient effects were reported. Although the device beep was programmed "on", no beeping was heard by the patient. A replacement procedure was performed. This device was removed, replaced and returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.